Manufacturer narrative:
(B)(4). Additional information: the device was manufactured may 15, 2015 - may 18, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device¿s flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that overinfusion occurred while a patient was hooked up to a small volume infusor. The expect infusion time was 115ml over 46 hours. The device was filled with 60ml of fluorouracil and 55ml saline. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.